Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 158 mg/dl, 243 mg/dl, 359 mg/dl and 175 mg/dl, 165 mg/dl and 412 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.